Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan alleging an blood reading as control issue with a one touch verio iq meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed there was a blood reading as control issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4) - additional information/correction: adding information that was not submitted with the initial report. Female. Glucose monitoring sys/kit. (B)(4). (B)(6). Not returned to MFR. Device manufacture date: 03/04/2012. Initial use of device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. Unrelated to the issue, an error 4 issue was identified with the test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.